Event description:
It was reported that the pt underwent intervention on the right coronary artery in 2002. The right coronary artery was heavily calcified and had a 50% proximal lesion and 80% mid-stenosis, another 70% mid-stenosis and a long 80% distal stenosis. Pre-dilation of the proximal and mid lesions with a balloon at 15 atms was unsuccessful. As they were unable to pass a cutting balloon beyond the proximal portion of the right coronay artery, rotational atherectomy was performed with success. The pt was then noted to be confused. The procedure was terminated, but the pt returned the following day for further intervention on the right coronary artery. The proximal lesion was dilated and 2 stents were deployed; 1 in the distal vessel and the 2nd in an overlapping fashion in the mid-vessel. The stents were 3.0x18mm. The more proximal stent had imcomplete expansion at 16 atms, as well as a less apparent area in the more distal stent. The nc "monorail" 3.25x9mm was then advanced easily to the more distal stent and was used to post-dilate. When they attempted to pull beck into the area of the more proximal stent in the mid vessel, they were unable to remove the catheter. The physician believes the balloon was trapped in the stent. Further deformity in the stent resulted from multiple aggressive attempts to pull the balloon back. Attempts with a wire, another balloon and microvena snare were unsuccessful. The balloon had snapped off the shaft after the physician finally pulled on the catheter and it broke at the wire exit port. He exchanged from a 6fr to an 8fr sheath and attempted to advance another catheter. Several more unsuccessful attempts to recross the area in the middle stent were made. The pt developed sluggish flow but denied chest pain and remained hemodynamically stable. Pt was not a surgical candidate due to their age, prior cab and impaired lv function. Pt had slight rise in their enzymes and was discharged home after several days of observation. The md believes the balloon became trapped on the stent following deflation. He felt the difficulty was due to re-wrap. He indicated the lumen was approx 2mm and that he had been able to advance the stent delivery system through the area.